Event description:
Patient was revised to address knee instability. It was reported that the patient ruptured her pcl; the insert was replaced with a stabilized insert. Osteolysis was indicated intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported instability or polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.